Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient had a baha attract to connect conversion due to a thick flap and the inability for the magnet to be retained.